Event description:
It was reported that during an aortic dissection surgery, while using this fore-sight elite absolute tissue oximeter, the measured sto2 values were displayed as 5 to 8 percent on the patients legs. The blood flow had been stopped for the operation at that time. The monitor was used in adult mode with large sensors. The channel settings were as follows: channel 1: left forehead, channel 2: right forehead, channel 3: left leg, channel 4: right leg. While blood flow was stopped during the aortic dissection surgery, ch3 and ch4 were shown as 5 and 8 percent, respectively, which were lower than expected. Ch1 and ch2 were indicated as 79 and 80 percent at that time. When blood was pumped into the body again, the indicated values were as follows: ch1: 78 percent, ch2: 79 percent, ch3: 81 percent and ch4: 90 percent. There was no error message displayed on the monitor. The expected sto2 value for legs is unknown. There was no troubleshooting performed. The patient was not treated based on the incorrect value. The patient demographic information was requested but unavailable. The product is not available for evaluation. There were no patient complications or injury reported.

Manufacturer narrative:
The fore-sight elite absolute tissue oximeter will not be returned for evaluation. Without the return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. A review of the device history records indicated that the product met specifications upon release. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.